Manufacturer narrative:
The sales rep was present for this case and performed a system test afterwards. The tests performed after the case could not duplicate the reported complaint. A component of the superdimension system, the pt sensor triplet (pst), was swapped out and returned to superdimension for analysis. The analysis of the pt sensor triplet showed that the triplet was operating appropriately. The triplet was found to be within spec. Two weeks later, 2008, the sales rep was on-site again to observe cases and the accuracy remained in spec.